Manufacturer narrative:
Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the transmitter and the pump regained connection and the customer continued to use pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.